Manufacturer narrative:
The insulin pump was received whit intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted and contour next link meter functioned, communicated and recorded properly at the status screen. Unit received with minor scratched display, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 188mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.